Event description:
During CABG surgery the oxygen transfer in the monolyth oxygenator was inadequate requiring it to be replaced shortly after initiating cardio-pulmonary bypass. The case proceeded without further incident.